Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of polyethylene wear, which was accelerated by edge loading, leading to vertical migration of the femoral head.

Event description:
Index surgery: (B)(6) 2009. Revision due to early poly wear.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to early poly wear.